Manufacturer narrative:
H10: the device was received for evaluation. The actual unit was received contaminated. Visual inspection was performed and a separated tubing from the female luer was identified. By the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of clearlink system minivolume extension sets broke off from the end port that connects to the intravenous (IV) tubing. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.